Manufacturer narrative:
(B)(4) - urinary/bowel problems; undefined recurrence; mesh exposure; recurrent prolapse. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior repair, sacrospinous ligament suspension and diagnostic cystoscopy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent vaginal mesh revision and diagnostic cystoscopy on (B)(6) 2012, due to vaginal mesh exposure. It was reported that the patient underwent vaginal mesh removal, vaginal/ paravaginal repair using biodesing porcine graft implant and cystoscopy on (B)(6) 2013, due to eroded vaginal mesh, cystocele with vaginal prolapse. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 04/28/2016. (B)(4). It was reported that following insertion the patient experienced vaginal prolapse, vaginal discharge, vaginal spotting, and urinary urgency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a surgical procedure on (B)(6) 2011 and prolift +m was implanted.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted due to pop. It was reported that patient underwent mesh revision on (B)(6) 2012 due to vaginal mesh exposure. It was reported that patient underwent mesh removal; cystocele repair with xenform bovine dermal graft; vaginal uterine suspension; cystoscopy on (B)(6) 2014 due to cystocele, uti, eroded vaginal mesh, vaginal prolapse. No additional information was provided.